Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with scoliosis and underwent posterior open approach scoliosis revision surgery. During surgery, the tip of driver broke off. The product came in contact with the patient. No fragments of the instrument are remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. The material hardness confirmed conformance to print specification. Microscopic examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.